Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal discomfort. The cause of the event was not reported. The same day as event onset, the patient presented to the outpatient department and was diagnosed with peritonitis; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified medication (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was not recovered from the event and pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up..